Event description:
It was reported that balloon rupture occurred. A 12.0 x 80, 135cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported.